Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of constipated, pain and peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient was constipated for one week and then experienced pain on an unreported date. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis. The outcomes of the constipated and pain were not reported. Action taken with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies was not reported. The nurse stated that the peritonitis was unrelated to dianeal therapies. The nurse did not comment on or confirm the constipated and pain reported by the consumer and an opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11b07024 and h11g12049 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. This is report 2 of 2 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.